Manufacturer narrative:
(B)(4). This follow-up is being submitted for additional information.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. Three samples were taken from stock for investigation. The samples were leak tested and inflated / deflated three times. There were no issue noted. The reported defect could not be detected on the samples inspected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tracheal tube had a leak in the balloon. There was no report of patient harm as a result of this event.